Event description:
The complainant in japan reported the impella cp was inserted according to the instructions, but the pump did not start. The cable was reconnected and the automated impella controller (aic) was replaced, but the pump still did not work. Although they thought they had followed the procedure exactly, it was found out that about 3 cm of the easyguide lumen remained in the pump. The impella pump was therefore replaced.

Manufacturer narrative:
The investigation into the reported pump not starting issues has been completed. The pump and guidewire were returned for investigation. Partial guidewire was found to be wrapped around the impeller. There were no other physical abnormalities observed. The root cause of the pump not starting was determined to be a red lumen removal issue since partial red lumen was found wrapped around impellor. The failure modes will be monitored and trended.